Manufacturer narrative:
This report is submitted on jun 04, 2018, (B)(4).

Event description:
Per the clinic, the patient's abutment reportedly fell out. On (B)(6) 2018 the patient was treated with an antibiotic wick. Subsequently, the patient underwent revision surgery (date not reported) in order to convert the patient to a subcutaneous baha implant system. No other event or complications that may have contributed to the decision to convert the patient were reported.